Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe pelvic pain and menstruation issues after one month. She underwent a partial hysterectomy approximately 2.5 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and menses pattern changes in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and menstrual disorder ("menstruation issues") in a 26-year-old female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fracture of ankle. Previously administered products included for an unreported indication: dmpa. Concurrent conditions included vaginal bleeding and dysfunctional uterine bleeding. Family history included cervical cancer (two cousins), colon cancer (paternal grandfather) and ovarian cancer (sister). Concomitant products included nuvaring from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, 2 months 26 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (full hysterectomy performed on (B)(6) 2014) and surgery (full hysterectomy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menstrual disorder had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 4 on left cornua and 4 on rightcornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure microinserts are present and in good position quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and menstrual disorder ("menstruation issues") in a 26-year-old female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fracture of ankle. Previously administered products included for an unreported indication: dmpa. Concurrent conditions included vaginal bleeding and dysfunctional uterine bleeding. Family history included cervical cancer (two cousins), colon cancer (paternal grandfather) and ovarian cancer (sister). Concomitant products included nuvaring from 19-dec-2011 to 12-apr-2012. On (B)(6). 2011, the patient had essure inserted. In (B)(6) 2012, 2 months 26 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In january 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (full hysterectomy performed on 16-may-2014) and surgery (full hysterectomy performed on 16-may-2014). Essure was removed on 16-may-2014. At the time of the report, the pelvic pain and menstrual disorder had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 4 on left cornua and 4 on rightcornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure microinserts are present and in good position quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received. Events added from pfs- depression, mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and menstrual disorder ('menstruation issues') in a 26-year-old female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fracture of ankle. Previously administered products included for an unreported indication: dmpa. Concurrent conditions included vaginal bleeding and dysfunctional uterine bleeding. Family history included cervical cancer (two cousins), colon cancer (paternal grandfather) and ovarian cancer (sister). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 26 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (full hysterectomy performed on (B)(6) 2014 and full hysterectomy performed on (B)(6) 2014, (B)(6) 2014 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstrual disorder and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 4 on left cornua and 4 on rightcornua, patient tolerated placement without difficulty. Date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral essure microinserts are present and in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event genital bleeding was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and menstrual disorder ("menstruation issues") in a female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fracture of ankle. Previously administered products included for an unreported indication: dmpa. Concurrent conditions included vaginal bleeding and dysfunctional uterine bleeding. Family history included cervical cancer (two cousins), colon cancer (paternal grandfather) and ovarian cancer (sister). Concomitant products included nuvaring from 19-dec-2011 to 12-apr-2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (partial hysterectomy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menstrual disorder had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 4 on left cornua and 4 on right cornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral essure micro-inserts are present and in good position most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters information added and updated patient demographics . Updated onset date of laboratory test. Reporters information added and updated patient demographics. Updated onset date of laboratory test and added concomitant drug. Added suspect drug lot number. Added events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping). In (B)(6) 2014, she had removed essure device (previously reported as (B)(6) 2014). Updated events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues") in a female patient who received essure for contraception. On (B)(6) 2011, the patient started essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (partial hysterectomy performed on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder had resolved. The reporter considered pelvic pain and menstrual disorder to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe pelvic pain and menstruation issues after one month. She underwent a partial hysterectomy approximately 2.5 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and menses pattern changes in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.